Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: a visual examination of the returned device identified that the crimped stent was pulled off the balloon and was positioned on the shaft at the proximal edge of the balloon. An examination of the crimped stent identified that a proximal strut was lifted. The balloon did not appear to have been subjected to any positive pressure. Clear evidence of the stent crimp was visible on the balloon. No other issues were noted. No issues existed with the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that advancing difficulty occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left common iliac artery. The 7.0mm x 30mm x 75cm express ld vascular stent was inserted into the non bsc sheath but it was unable to move the device forward due to severe resistance. The physician was able to remove the 7.0mm x 30mm x 75cm express ld vascular stent from the sheath outside the patient. The sheath was then replaced and the procedure was completed with another of the same express ld stent. No patient complications were reported and the patient's status is good. However, returned device analysis revealed stent was damaged and moved on the balloon.